Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 7p51-20 has a similar product distributed in the us, list number 7p51-21/-31.

Event description:
The customer observed falsely elevated alinity I total -hcg results for a patient sample. The following data was provided (iu/l=miu/ml): (B)(6) 2023 sample ID (B)(6) initial result = <2.3 iu/l, repeat = 35.5 iu/l, <2.3 iu/l, <2.3 iu/l no impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I total b-hcg reagent kit, 07p51-20, longford to alinity I processing module, 03r65-01, irving ia/cc. MDR number 3016438761-2023-00236-00 has been submitted and all further information will be documented under that MDR number. H3 other text : after further evaluation, the suspect medical device was changed from alinity I total b-hcg reagent kit, 07p51-20, longford to alinity I processing module, 03r65-01, irving ia/cc. MDR number 3016438761-2023-00236-00 has been submitted and all further information will be documented under that MDR number.